Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.